Event description:
It was reported that the patient underwent a revision in 2008, due to the patient complaining of pain and squeaking. The surgeon further reported that he was unable to ascertain the cause of the alleged pain from xrays.